Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a distal radius fracture procedure the surgeon drilled a locking screw through a plate. The surgeon fixed the k-wire and then drilled bone through a guiding block and quick drill sleeve. He then slowly inserted and locked the va locking screw through the guiding block in a positioning hole. He could not lock the screw in the most distal styloid hole. The surgeon confirmed the position of the screw via imaging and noted the screw penetrated the hole. He removed the penetration screw from the opposite end but left the plate in place. This was a new surgical process which utilized a fixed mode technique. For the procedure he used the torque limiter in the lock, as opposed to using a power tool. Overall, the surgeon used a guiding block, quick drill sleeve and torque limiter by fixed mode which resulted in the locking screw penetrating the plate and leaving a metal circle. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going. A review of the device history records has been requested.